Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was unable to issue the medication. A technical support specialist (tss) confirmed that a customer was unable to issue medication. Had the customer log out completely and attempt again, after which customer was able to issue the medication successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the user was unable to issue the medication.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported due to this event.